Event description:
The event is reported as: there is a crack on the inspiratory tubing at the end of the circuit, close to the temperature probe. No patient injury reported.

Manufacturer narrative:
The results of the evaluation of the device sample are not available at the time of this report.